Event description:
The recipient reportedly has skin cancer on the scalp and underwent surgery to remove the lesions. During surgery, the recipient's device was moved. The recipient is now able to successfully wear the processor and use the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent surgery on (B)(6) 2018. The recipient remains implanted. This is the final report.